Manufacturer narrative:
Other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, decontaminated, a scratched lcd lens, and a worn uso seal. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be contamination. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting an unspecified error. Per reporter the membrane was damaged. It is unknown if there was patient involvement, no adverse patient effects were reported.